Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bit broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The attachment (6205000000 serial (B)(4)) and the partial bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment. Based on review of the information provided in relation to this reported event and as only a partial bur was returned, the root cause of this event is undetermined.

Event description:
It was reported that during a surgical procedure, the bit broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.